Manufacturer narrative:
This report is submitted on december 09, 2022.

Event description:
Per the clinic, the patient experienced skin breakdown at the implant site (specific date not reported) resulting in the decision to explant the device. The device was explanted on (B)(6) 2022. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection (biofilm) at implant site. This report is submitted on january 3, 2023.

Manufacturer narrative:
This report is submitted on january 19, 2023.